Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reservoir of a large volume intermate device ruptured during a patient infusion. The device was filled with meropenem, 20 ml, and sodium chloride, 180 ml, (dose, frequency and route was not reported). It was reported that during a patient infusion, the pump dropped (from a height of 20 cm) onto the couch and the reservoir of the intermate ruptured (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured june 25, 2016 - june 27, 2016. One actual intermate unit was received at the plant for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.